Event description:
It was initially reported by a retail distributor that a consumer experienced a "severe cornea injury" in her right eye resulting from the use of a contact lens disinfecting solution. The consumer states that she has been spending a great deal of time purchasing medications and supplies for her injury. No other info was provided. Additional info received from the consumer on (B)(6) 2013 stated that she "spent one night in emergency, and that to date, her injury has not healed and that she is still suffering from reduced vision." Additional info has been requested but the consumer refused to provide additional info.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).